Event description:
Hurt gums [gingival pain]. Toothbrush head a metal piece came out of the center with it...toothbrush head to not lock in place...if can get it to stay on - oral-b [device breakage]. Case narrative: consumer via e-mail stated that when they tried to switch their oral-b io toothbrush head, a metal piece came out of the center with it. This caused their oral-b io toothbrush head to not lock into place on their oral-b io toothbrush and hurt their gums when brushing if they could get it to stay on for two minutes. No serious injury was reported. 09-may-2023 follow up via images: the suspect product was oral-b power rechargeable toothbrush handle 3758 io series. The suspect product lot was ah11231003. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.